Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3387s-40, lot# va1mj1s, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va1mj1s, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's incision had been draining fluid and it was determined that entire system needed to be explanted due to infection. The bacteria was identified as s-aureus. No environmental or patient factors that may have led to or contributed to the issue were reported. It was noted that entire system was explanted and antibiotics were administered to the patient. The infection was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.